Event description:
Additional information was received from the manufacturer representative (rep). The cause of the high impedances was not determined. The programs were turned on and similar motor responses were seen during surgery. They had not seen the patient since to test the impedances and the doctor had not requested a meeting.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the caller was in the or and when checking impedance with ins in placed, all 4 electrodes had high impedance. Caller stated they removed and reinserted ins in the pocket, reseated lead twice and now have been running stim for the last few minutes. Caller stated they received motor response when testing the lead with ins in place. Caller retested impedances and summary screen showed orange exclamation mark on contacts 3, 2 and 1. When caller reviewed each contact individually, it showed 1-3 was over 4k ohms, 1-2 over 4k ohms and contact 0 was good but there were some impedances elevated around 3100-3800 ohms. The issue was not resolved through troubleshooting. Tss reviewed to test for motor response again on the high impedance pairs and if motor response is present, then likely the impedances are temporarily high but current is getting through. Tss reviewed if motor response isn't seen, it is hcp's decision to replace product but likely it would be an issue with the lead. Tss reviewed they could remove ins and perform motor response testing with just the lead to confirm whether if the lead is good or not. Rep responded that the impedances stayed the same, but motor responses were observed.  No product was replaced.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.